Event description:
Complaint issue as per (B)(6): basket tip broke off.

Manufacturer narrative:
At this time, the device has not been returned for evaluation and limited information received concerning the portion that separated. The customer indicated the separated portion was removed from the patient using grasping forceps within the same procedure. On receipt of the device, an evaluation will be conducted and a follow-up report will be forwarded.